Event description:
It was reported that the lead was capped due to no atrial sensing, a ventricular threshold and impedance increase, ventricular oversensing, and a lead fracture at the first rib/clavicle seen on x-ray. No patient complications were reported as a result of this event.